Manufacturer narrative:
The reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and damaged the patients brain. No further information was available.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product being retained by customer.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and damaged the patients brain. No further information was available.